Event description:
It was reported the doctor had a patient that he did a repose tongue base and hyoid suspension on in 2011. Per doctor, the patient loved the benefits on her sleep and did not have any complications at the time. Over the last several months she has developed numbness over the left chin area. She reports some swelling intermittently of her chin and neck. The patient is concerned that the hardware could be infected.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.